Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a cracked display (damaged) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during the investigation, the pump powered on to a blank display. The pump was opened and a test display screen was mounted, to reveal the pump could power up to a functional and clear display contrast. Unrelated to the original complaint, the battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit securely. The display screen was found to be damaged and shattered.